Event description:
It was reported, with the camera head, when utilizing a laser, you get shutter flash and shutter lines can be seen on the monitor. The issue has been ongoing. The issue occurred during a therapeutic holmium laser enucleation of the prostate and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The investigation on the reported failure of "when utilizing a laser, you get shutter flash and shutter lines can be seen on the monitor" was performed based on the provided information. The complaint was not confirmed, since the device was not returned. A review of the device history record ( DHR) found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, with the camera head, when utilizing a laser, you get shutter flash and shutter lines can be seen on the monitor. The issue has been ongoing. The issue occurred during a therapeutic holmium laser enucleation of the prostate and was completed using a similar device. There were no reports of patient harm.